Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 02 (compression tracking error) error messages, and the lifeband will not retract. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 02 (compression tracking error) error messages, and the lifeband will not retract" was confirmed during the archive data but not during functional testing. When an error message is displayed, the lifeband will not retract. However, during functional testing, the autopulse platform functioned as intended, and no device malfunction was observed. Based on the archive data analysis, the likely root cause of the customer reported (ua) 02 was due to the size of the mannequin used during the reported event. The archive data revealed that there was very little or no weight on the device. To have a successful take-up, a requirement of at least 6lbs of the load is applied to the load plate. Otherwise, the autopulse platform displays (ua) 02 after the user presses the start button. During visual inspection, unrelated to the reported complaint, the front enclosure was observed to be cracked. The observed physical damage appeared to be the characteristics of user mishandling. The front enclosure was replaced to address the issue. The archive data indicated user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and (ua) 02 (compression tracking error), thus, confirming the reported complaint. The autopulse platform passed the functional testing without error or fault. (Ua) 07 and (ua) 02 error messages could not be reproduced. The device ran for 15 minutes each with the instrumented manikin and the large resuscitation test fixture (lrtf) without issue. A load cell characterization test confirmed that both cell modules function within the specification. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.